Event description:
On (B)(6) 2010, pt reported the down button on the infusion device is no longer responding. Pt stated he noticed the issue when he was attempting to deliver a bolus on (B)(6) 2010. Pt reported this has been an intermittent issue for the past 2-3 weeks, but the button completely stopped responding on (B)(6) 2010. Pt stated the buttons pop back up when pressed. Pt switched to his backup infusion device this morning and is currently on the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.